Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: came back with a sticky note on it saying that it is damaged. The note says '[redacted] hammered this. Broken. Not threading in together' the product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachments image0.jpeg, image1.jpeg, image2.jpeg. The photographs attached were reviewed, however with the photos provided is not possible to draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the metaglene holder would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the metaglene holder was broken and not threading in together. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: came back with a sticky note on it saying that it is damaged. The note says '[redacted] hammered this. Broken. Not threading in together'. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did not foundsigns of breakage, however the metaglene holder blue handle is slightly more down the shaft than the previous photos provided for investigation, additionally the metal shaft shows signs of impactions that would match with the event description. Potential cause can be attributed to unintended use, nicks can be seen on the proximal end of the device suggesting it was hit with another tool that might have contributed to the migration of the blue handle. The delta xtend¿ reverse shoulder system surgical technique can be reviewed for recommendations and annotations for its use. Additionally the metaglene holder internal rod was missing and not returned for evaluation. This condition may occur during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with a laboratory sample device metaglene holder internal rod (230787002) and the metaglene was not able to fully assemble due to the damage previous observed on the shaft. The reported unable to assemble condition was able to be replicated. The overall complaint was confirmed as the observed condition of the metaglene holder would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. The expiration date (5/1/2038) in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.